Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device, no information provided to date.

Event description:
It was reported that the ventilator manometer was not working. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Other, other text: no patient involvement. (Updated b5) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (Updated h6c, h6d, and h6e)

Event description:
Additional info received via email (B)(6) 2022. Event occurred during preventive maintenance. No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found missing patient outlet fitting, damaged input/output label, front panel bowing above the manometer, cracked battery cover, and positive end expiratory pressure (peep) knob. The input manifold is shifting on the bottom chassis. Functional testing found the needle on the manometer releases pressure too slowly. Replaced manometer and checked tubing connection. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).